Event description:
A dental implant was placed in tooth location #20 in 2004. The implant body was determined to be impinging on the nerve. The implant had to be removed. The implant was removed the next day. Upon removal, a shorter length implant was placed.